Manufacturer narrative:
Continuation of d10: product ID: 106a3 (serial: (B)(6)); product type: 0628-console & spare parts; implant date n/a; explant date n/a; product ID: afapro28, (23244); product type: 0624-arctic front catheter; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryoablation procedure, when the catheter was removed from the packaging and the contents were being taken out, the cable connected to the electrical umbilical cable was protruding from the packaging. The catheter was replaced with a new one from the same lot, but the same issue was visually observed with that catheter as well. The product was then replaced with one from a different lot, and the procedure was able to continue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that both the sterile barrier and the packaging box were undamaged.